Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized on (B)(6) and (B)(6) 2011 due to low blood glucose. The customer stated that the paramedics were called and treated her blood glucose of 30mg/dl with manual injections. The customer stated that she went to the hospital later in the day after being released by the paramedics. The customer stated that her glucose was unstable and low all the time, until she was released at midnight. The customer stated that the second occasion she was treated with glucagon and her glucose level was in the 40s mg/dl. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that there was more insulin in the status screen than the reservoir. No further info was provided.